Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the cardiac compass and histogram diagnostics for the implantable pulse generator (ipg) presented with an "invalid data" message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid, minor issue with device memory where cardiac compass data is stored causing missing data for specific days over the 14 month trend.